Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of experiencing excessive air bubbles. Customer reported that sets were worn a minimum of four days. Customer was advised that wearing infusion set and reservoir for that long was not recommended and that may be what was causing high blood glucose and air bubbles. Customer only wanted a new insulin pump and declined troubleshooting. Customer reported of calling previously with the same issue and also declined troubleshooting. Customer's blood glucose was 504 mg/dl. The product will not be returned for analysis.